Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power loss alarm, replace battery alarm and power error 25 confirmed in the long trace. Power loss alarm occurred after the pump error 25 was cleared. Detail trace analysis confirmed the pump alarmed replace battery alarm and then alarmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector. Pump was monitored and functioned properly. Unit was received with scratched case.

Event description:
The customer reported via phone call that they received a power loss alarm. The customer's blood glucose was unknown at the time of incident. The pump error was resolved. The insulin pump will be returned for analysis.